Manufacturer narrative:
The statement "it was reported that a spectrum pump experienced false upstream alarms during therapy (medication, programmed amount and delivery rate unknown)." In the initial report should read as "it was reported that a spectrum pump experienced false upstream occlusion alarms during therapy (medication, programmed amount and delivery rate unknown).¿ baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion alarms which were not reproduced. The reported symptom was verified through a review of the event history log. Evaluation noted ultrasonic sensor fluid readings to be out of specification during functional fluid pressure testing and determined the cause to be a failed upstream sensor. The failed upstream sensor was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream alarms during therapy (medication, programmed amount and delivery rate unknown). In attempt to resolve the issue, a health care professional checked the tubing set for occlusion several ties and found none. There was no known patient injury or medical intervention associated with this event. No additional information is available.